Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110122 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
Invalid result (s). User reported having 3 kits that didn't produce results. User initially stated that they added the solution to the result window. After explaining how that would cause the invalid results, the user changed their statement and said that they had added the solution to the sample well. They added the correct amount of solution and there was no damage to the pouch containing the cassette.